Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia.

Event description:
It was reported the patient's blood glucose level rose to 22 mmol/l (396 mg/dl) while wearing the pod for an unknown duration of time. When removed from the infusion site on the skin, the pod's cannula was found bent.

Manufacturer narrative:
The pod was received fully deployed. No bends or kinks to the soft cannula were observed. No abnormalities in the pod data were observed. No problem was found.